Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator device failed the system pre-use check test. Information was received stating that the device pressure transducer printed circuit board was replaced and that the problem was solved. The replaced part was not returned for technical investigation, nor was the ventilator device logs. We have not been able to confirm the problem nor can we identify any root cause. The device manufacture date was incorrect reported previously, the date has been updated in this follow-up report.

Event description:
Manufacturer ref.#: (B)(4).